Manufacturer narrative:
The alleged malfunction was confirmed. The customer was advised that the new user interface would need software 2.10 or higher. No further information was provided. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.

Manufacturer narrative:
Date of event: (B)(6) 2020 date of report: 12/11/2020.

Event description:
The customer called philip's remote service engineer (rse) to report the screen is dim, and they called regarding field change order (fco) (B)(4). The customer reports that the display is turned up to intensity of 5 and is still dim. Verified serial number is in range of the user interface. The rse advised the customer to replace the liquid crystal display (lcd) and advised that the new user interface would need software 2.10 or higher. The rse reviewed with the customer the field safety notice (fsn) (B)(4) and advised customer it is not necessary to remove affected philips v60 ventilators from service due to the rarity of these failure modes. Philips v60 also has a remote alarm feature that allows the ventilator to be connected to a remote alarm system. It is important to follow directions in the operator¿s manual and this field safety notice to reduce any risk associated with this potential failure. The rse advised that a philips representative will be reaching out between now and march to schedule the updates for fsn (B)(4) (addressed in record (B)(4)). As for the dim display, customer needs help if the version is less than 2.1 and advised to call back. The customer called back to advise that the unit has 1.20 software and the rse provided the customer with 2.30 software. The customer was blocked by it (information technology) from download. The rse advised the customer they would need to consult with it or download directly from incenter. The customer is not able to open the link for the software as they received the link over week ago and it expired. The rse emailed the customer the link to the software and customer advised is unable to open the link in any of the web browsers. The customer will to try it again. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.